Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of electrical specification. It was also noted that the display wires were pinched, the encoder nuts were not torqued to specification, and two case screws were contaminated. (B)(4).

Manufacturer narrative:
Further analysis was performed on the pcb. Visual inspection did not reveal any anomalies. Bench analysis found that all tests passed. The log was also analyzed, the device powered up normally and passed self-test, the first scheduled battery and super cap measurements were normal, the next scheduled super cap measurement measured 4.130 volts which triggered an error. The next power caused the displayed error. Conclusion: customer complaint confirmed.

Event description:
It was reported that the external pulse generator generated an error code. The generator was returned for service. No patient complications have been reported as a result of this event.